Event description:
It was reported that the customer had blood leaking from the spring dialysis port on a quadrox-d oxygenator. The customer opened another quadrox-d oxygenator removed the cap from the spring diacon connector and used it on the leaking quadrox oxygenator. This resolved the issue. Only the cap was replaced, the circuit was not interrupted. Ref: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted if additional info becomes available.